Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was connected to alaris system maintenance (asm) and attempting to run the device through the preventive maintenance (pm) procedure. When prompted to insert a primed regular set, the technician would do so, and the system would not allow the technician to continue through the pm and alarm that the primed regular set was not being recognized. There was no patient involvement.